Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was not returned to olympus for evaluation to confirm the customer's complaint. However, the observed failure is a known phenomenon likely a result of the needle not being fully into correct position when entering or removing the device. A review of the device history record could not be performed because the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): ¿confirm that the needle slider is pulled proximally until it clicks and is locked into position by the needle adjuster before inserting the instrument into the endoscope. Otherwise, the needle¿s distal end may pierce the endoscope¿s instrument channel or the needle¿s distal end may extend from the distal end of the endoscope abruptly. This could cause patient injury, such as infections, perforation, bleeding, or mucous membrane damage. It may also damage the endoscope or instrument.¿ olympus will continue to monitor the field performance of this device. This medwatch is 2 of 4.

Event description:
A sales support specialist reported an out of box failure on the vizishot needle. The needle was not retracting correctly. The issue occurred on four occasions. It was also reported that there was an issue where the sample could not be released. There was no patient injury or adverse event reported to olympus.